Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, recurrence, dyspareunia, vaginal scarring, urinary/bowel problems and she has undergone additional surgeries and revisionary procedures, including excision of extruded mesh on 01/18/2011 and excision of vaginal mesh and sling on 03/18/2011. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2010 with concurrent anterior/posterior repair. It was also reported that mesh was explanted due to hematoma, abscess, pelvic and vaginal pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that the patient died. No additional information was provided.

Manufacturer narrative:
(B)(4).